Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and blank display. Customer's blood glucose level was unknown. Customer reported that the insulin pump had flashing display. Customer reported that the insulin pump had unexpected restart error. Customer were assisted with clearing the alarm however screen was not blank after inserting new battery. Customer reported that they were unable to clear the unexpected restart alarm. The insulin pump will not be returned for analysis.